Event description:
Physician reported vacuum was lost during a treatment, and the laser continued to fire. More details have been requested to understand event and pt outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).